Event description:
The user facility reported that water was leaking from their amsco 600 sterilizer onto the floor. No report of injury.

Manufacturer narrative:
On 4/5/2023, a steris service technician arrived onsite to inspect the unit and found that the drainpipe hose had detached from the unit allowing water to leak from the sterilizer resulting in the reported event. The technician reinstalled the drainpipe hose, tested the sterilizer, confirmed it to be operating according to specification, and returned it to service. On (B)(4)2023, the customer contacted steris and stated that water and steam was leaking from their amsco 600 sterilizer onto the floor. A steris service technician arrived onsite to inspect the unit and found that the jacket safety valve was open, allowing steam to leak from the sterilizer. The jacket safety valve opened in order to relieve pressure within the jacket as designed. Further investigation determined that the temperature sensor required calibration which is what caused the jacket safety valve to open allowing steam to leak from the sterilizer. The technician calibrated the temperature sensor and made the necessary adjustments to the jacket safety valve, tested the unit, confirmed it to be operating according to specification and returned it to service. No additional issues have been reported.